Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet touchscreen was cracked while the user was working on a vehicle, rendering the screen unusable and preventing navigation. Symptoms included no injury. Outcomes included no clinical impact requiring medical care. Investigation included customer interview and troubleshooting guidance to charge and sync data prior to return. Investigation of this case revealed physical damage to the display assembly consistent with external impact, resulting in screen breakage and loss of function. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.